Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4).. The purpose of this MDR submission is to report the investigation finding of the returned device. [Conclusion]: the healthcare professional reported that the patient presented with intracranial stenosis underwent a vascular stent placement procedure on (B)(6) 2023. During the procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30936813) was placed in the target position and the physician delivered the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7187281) to the microcatheter. It was reported that the microcatheter moved back automatically. The stent was unable to pass through the microcatheter and could not be positioned. The physician removed both the microcatheter and the stent; both devices were replaced and the procedure was completed. There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was still inside the introducer sheath. There was no appearance of damage observed. The device was inspected under microscopic magnification, and saline solution residues was observed around the stent component. The tip of the delivery wire was found to be broken, resulting in the stent component not being able to advance or retract. The issue reported regarding the stent component being unable to pass through the microcatheter and not being positioned could not be evaluated through functional testing due to the damage condition of the delivery wire; the position of the stent within the introducer indicates that the delivery wire breakage occurred once the stent was removed from the microcatheter and reloaded into the introducer, however, the delivery wire may have gotten damaged due to the manipulation exerted, and ended up breaking off outside of the patient's body. Based on this, the issue documented in the complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the impeded condition encountered during the procedure; however, this cannot be conclusively determined. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187281. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following warnings and recommendations: ¿ delivery wire should not be torqued to gain access into the aneurysm. ¿ do not deploy the stent if the position of the infusion catheter delivering the embolic coils has been lost. ¿ if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00209 and 3008114965-2023-00210. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter name and address: (B)(6). The initial reporter email address was not available / reported. Device evaluated by MFR: the product was received in the product analysis lab on 29-mar-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187281. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00209. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with intracranial stenosis underwent a vascular stent placement procedure on (B)(6)2023. During the procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30936813) was placed in the target position and the physician delivered the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7187281) to the microcatheter. It was reported that the microcatheter moved back automatically. The stent was unable to pass through the microcatheter and could not be positioned. The physician removed both the microcatheter and the stent; both devices were replaced and the procedure was completed. There was no report of any negative patient impact.